Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/8/2022 additional information: d9, h3, h6 h6 component code: g07002 no device problem found h3 investigational narrative: complaint sample: 02 opened complaint sample zipper trays along with zipper lid, 02 suture strands and 01 needle was received for code nw840 lot v9002. Complaint sample overwrap pack was not received for investigation. Complaint sample was received in opened condition hence only visual inspection was performed. Both suture strands were visually inspected against mentioned voc suture breakage, but it was not evident. Both strands were found to be of desired size. One suture strand has a rough surface with scratch and press marks which indicated that the suture was dispensed with force. Other suture strand was found satisfactory. Returned needle was visually inspected and found satisfactory. Retain sample evaluation: five retain samples of incident code nw840 and lot number v9002 was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it was observed that there was no issue related to the suture processing of this incident lot. As the complaint is related to performance - breakage suture, , knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 6.527 kgf and value at release was found to be 5.291 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.720 kgf. All the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw840/lot v9002. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? - tissue was rectus/fascia. Was the patient treatment altered in anyway due to the prolonged 15 minutes surgery time? If yes, please explain - doctor used fresh foil to complete the procedure. Lot number? V9002. Procedure date? (B)(6) 2021. One photograph was provided for investigation. Photograph consist of 02 zipper tray, lids and suture for code nw840 lot v9002. Needle was not present in photograph. However, what contributed the failure of the device can not be concluded from photographic evaluation. Retain sample evaluation: five retain samples of incident code nw840 and lot number v9002 was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it was observed that there was no issue related to the suture processing of this incident lot. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 6.527 kgf and value at release was found to be 5.291 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.720 kgf. All the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw840/lot v9002. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke during the anastomosis. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.